Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead position check failure on the right atrial (ra) lead. The atrial therapies were disabled as a result and the lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.